Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep informed the customer that the unit will try to optimize the image when the button is pressed too quickly. This is a software controlled feature of the system. The customer was advised to monitor if the unit will continue beyond one second and thus further action might be required. The system was found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would continue to produce fluoroscopy after the x-ray switch was released. No pt injury was reported.